Manufacturer narrative:
Analized production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physician reported patient wore device for 2 weeks. Developed 'infection then pins pulled out.'